Event description:
The reporter stated that there were brown spots on the packaging and there may have been a leakage of fluid from the inner package. The user facility did not open the package. There was no patient involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.